Event description:
Report received of a non-delivery of tpn. The pump was programmed and started at 9:40am to deliver tpn at 80ml/hour. At 3:00pm, it was noted that the pump was incrementing as though fluid were being delivered, but there was no tpn gone from the bottle. There was no pump alarm. When the pump door was opened, it was noted that the tubing under the door was "flat and kinked", but appeared to be loaded correctly. The tubing was discarded and the tpn was continued on the same device with new tubing. The pt's blood sugar was reportedly not affected. There was no adverse affect to the pt.